Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2000, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3080, lot # l69328, implanted: (B)(6) 1999, product type lead; product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2000, product type lead; product ID 3080, lot # l69328, implanted: (B)(6) 1999, product type lead. (B)(4).

Event description:
It was reported that a patient had a loss of therapeutic effect shortly after implant in 2011, and it had been worse the past year. Symptoms included a loss of bladder control and she had to wear eight pads a day. Symptoms had a gradual onset and there was no know accident or incident related to the issue. The patient¿s healthcare provider verified that the implantable neurostimulator (ins) was on and recommended that the patient try botox. The patient had an x-ray of her tailbone and lower spine four days prior to the report, and she noticed there was a second wire that wasn¿t connected to anything. The patient had an appointment with her healthcare provider on (B)(6) 2015 for evaluation. Additional information from the healthcare provider stated that the patient had 1/5 symptom reduction at the time of report when combined with medication for overactive bladder. The cause of the event was not determined and was not device related but the patient did need reprogramming. The patient¿s stimulation intensity was increased. Review of the patient¿s x-ray showed the lead was intact to the implantable neurostimulator (ins). The patient had a full left s3 lead that was connected and a partial right s3 lead in situ because it couldn¿t be removed when it was replaced in 2000. The patient had been unable to perceive stimulation despite two lead placements prior to this implantable neurostimulator being placed and multiple reprogramming sessions over 16 years. Refractory overactivity and incontinence persisted for the patient. Since 2009, an impedance of <(><<)>50 ohms had been intermittently noted on electrodes 0 and 1 but had been programmed around. At the time of report, it was stated that the patient¿s device was within normal impedances. It was noted that the patient had an appointment scheduled for (B)(6) 2015 for an evaluation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information.

Event description:
Additional information received from the patient reported that she received assistance from her health care provider or rep and her concerns were resolved. It was also reported that she had a surgery scheduled on (B)(6) 2016. Date of event is estimated.